Event description:
Patient returned post anchor implant with swelling, redness, scarring, and cellulitis. Patient had a prior history of allergies. Suture was removed and anchors left in place. Patient currently doing well.